Manufacturer narrative:
On 26-mar-2021, mentor received additional information regarding the 30 minutes delay during the revision surgery, event date, and right-sided rupture. The 30 minutes delay was caused by the presence of silicone in both breast pockets, especially the left side. Initially, the event date was reported as (B)(6) 2019. However, additional information revealed that the actual event date was (B)(6) 2019. Ultrasound performed on (B)(6) 2019 indicated left-sided rupture and granuloma. It was initially reported that bilateral rupture was confirmed prior to the revision surgery. However, additional information revealed that right-sided rupture was observed upon explantation. Updated reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based on a photo that was provided investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-apr-2021, the suspected medical device was returned for evaluation. On 28-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured. Additionally, an area of shell abrasion within the rupture was observed. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced bilateral rupture and grade ii capsular contracture postoperatively. The diagnosis of bilateral rupture was confirmed on (B)(6) 2019. When the patient had another consultation on (B)(6) 2020, the diagnosis of bilateral capsular contracture was confirmed. As a result, the patient underwent removal and replacement with two 600cc mentor memorygel breast implant prostheses (catalog#: 3506001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. There was a delay of 30 minutes during the revision surgery. However, at this time of report, the reason for the delay is unknown. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.